Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-06906026 that an ar-6480 pump is having a power issue, not switching and allowing outflow to work to help with the suction of the shaver. Discovered during a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed due to the ip module board not functioning properly. The inflow motor was observed to be noisy at 89dbs and performs below specification at 1300 mls per minute. Physical damage was observed to the top cover, the bottom cover, and the inflow door cover. Serial label requires an update. Confirmed unit software version is v1.10 rev 31. Software label requires an update from v1.10 rev 31 to v1.10 rev 33. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers. The root cause is due to a damaged ip module board. See vendor evaluation